Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Attempts to receive additional information were unsuccessful. It is unknown if the cause of death is related to the valve or the procedure.

Event description:
Medtronic received information that during the procedure, the sinotubular junction was torn. It was reported that the 23 mm sizer passed fine. Additional information was received that the patient died. The timing of the death in relation to the procedure and cause of the death is unknown. Additional information was requested from the physician without response.